Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts have been returned to the manufacturer.

Event description:
A medtronic representative reported that outside of a procedure the navigation system experienced a low performance error. During a cadaver lab the navigation system was giving a "low performance" error when the surgeon was actively navigating in the spine application. The issue occurred multiple times while navigating. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.